Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest during hemodialysis treatment on or about (B)(6) 2009 and subsequently expired on or about (B)(6) 2009.

Manufacturer narrative:
The is one event for the same patient involving two separate products.